Manufacturer narrative:
H3. Analysis of the returned 8782 catheter identified an area of compression on the catheter body. Analysis also identified an area where the catheter had been abraded. The abrasion had breached the inner lumen of the catheter and a leak was developed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that an attempt to aspirate the catheter through the catheter access port (cap) chamber was made, but aspiration was unsuccessful. The healthcare provider decided to replace the patient's catheter. Upon explant, it was observed that a small section of the catheter was seemingly burnt or cauterized as if it was black and flattened. Factors that may have led or contributed to the issue were indicated as not applicable. The complete catheter was explanted and replaced. The issue was resolved. The catheter was in possession of the hospital and was to be returned to the manufacturer. No patient signs or symptoms were reported. The patient was without injury regarding their status as of (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: 8782, lot# 0210976620, implanted: (B)(6) 2017, explanted: (B)(6) 2025, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(6), ubd: 18-feb-2018, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. Regarding clarification of the initial reason for the attempted aspiration through the catheter access port, it was indicated that this was the physician's preference and there was no alleged therapy issue. The patient did not experience any sign/symptom as a result of the catheter issue.